Event description:
It was initially reported by the customer that an outlook es infusion pump had under infused during testing. Customer states infusion rate to be 120ml/hr using a volume of 10ml. Customer states that the device infused only 9.25ml. Customer reports no patient injury as a result of this reported issue.

Manufacturer narrative:
The reported complaint was not confirmed as it could not be duplicated. This reported device has not been evaluated by b.braun at this time. Three unsuccessful attempts have been made to contact the reporting facility to obtain the reported device for evaluation as well as additional information surrounding this event. Customer communication is still in progress.